Manufacturer narrative:
MDR 1219913-2021-00055 was filed on january 13, 2021. Additional information - july 1, 2021. Using advia centaur xp sars-cov-2 total (cov2t) lot 709035, a non-reproducible non-reactive result was observed. The advia centaur cov2t IFU (11206904_en rev. 01, 2020-05 ) states the assay was designed to have a within run cv of </=12.0% for samples 0.70-2.00 index and total precision %cv of </=15.0%. Results obtained at individual laboratories may vary from the data presented. The three replicates of 1.29, 1.09 and 1.04 had a cv of 11.6%. The %cv with all 4 replicates was 23.8%. A customer service engineer (cse) has been onsite and resolved an issue with the wash station and the control valves. No further issues were observed after cse went onsite. No further action is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The quality control (qc) results were within the range. Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients" a false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained a non-reactive (negative) advia centaur xp sars-cov-2 total (cov2t) result for one patient. The non-reactive (negative) result was considered discordant when compared to the reactive (positive) repeat results. It is unknown if the customer reported the results. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.